Event description:
During the inspection, it was found that the fixation pin was broken. Its inner part was not able to be removed from the joystick and its outer part was missing.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the evaluation revealed the joystick and the screw of the fixation pin as primary products. No deviations were found during review of the manufacturing and inspection documents (DHR) for the joystick, the joystick returned was documented as faultless prior to distribution. As the joystick had been in use for approx. 2 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The jamming of the screw within the joystick was confirmed; it was not possible to disassemble both items during investigation. Previous cases are known reporting jamming fixation pins. Root causes were too high torsion forces, body residues on the tread windings and oblique insertion. All causes are user related. Because no manufacturing fault was detected the case is also attributed to the user. No nonconformity identified.

Event description:
During the inspection, it was found that the fixation pin was broken. Its inner part was not able to be removed from the joystick and its outer part was missing.